Event description:
Customer reported difficulty with the bag-to vent switch. Customer reportedly moved the bag-to-vent switch to the bag position, and while the ventilator was appropriately switched off, the reservoir bag was not engaged. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.